Event description:
It was reported that during a device change out, the right atrial (ra) lead was damaged when removing it from the header. The lead body had separated from the ring and stretched apart about half an inch, however when the lead was eventually removed the lead was pushed back together and tested within normal limits. The lead remains in-service. No adverse patient effects were reported.